Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure using the closer tsl 6fr device. After successful deployment of the device, the physician attempted to lower the knot using the mini knot pusher. The tip of the mini knot pusher broke off. The mini knot pusher tip could not be located by ultrasound. The pt recovered without incident.